Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative evaluated the device at the customer's facility and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The customer declined repair of the device and was placed out of service. No trend is associated with reports of this type.